Event description:
It was reported that the health care provider allegedly found the port catheter to have structural memory, where the 17cm mark on the catheter had an alteration. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8fr polyurethane s/l catheter and other associated kit components were returned for evaluation. Surface damage was observed on the catheter near the 17cm depth marker, between markings drawn by the facility prior to return. During tactile evaluation, preferential kinking was noted at the site of the damage though no tensile weakness was observed. No leaks were noted during functional testing. When viewed under magnification, circumferential creasing, scratches and impressions were noted as well as slight narrowing of the catheter near the 17cm depth marker. Based on these findings, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, instrument damage and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the health care provider allegedly found the port catheter to have structural memory, where the 17cm mark on the catheter had an alteration. There was no reported patient injury.